Event description:
It was reported that the pump battery could not be charged. It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Cause was due to battery not getting charged causes interruption in the insulin delivery. A manual injection was administered to address bg. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.